Event description:
Performing a right spinal injection procedure, one picture already taken, one needle in place. Attempted to take another "live" picture with the 9800 ge c-arm and the screen was too dark and too light, unable to visualize. Nurses in room shut down machine and restarted, picture did not clear. Rep called, went to voice mail. Tech support called and spoke with nurse, picture returned, able to complete procedure.